Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-01 (B)(4) (con, rep): information was received from the consumer via the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that impedance check showed contact 1>10000. Hcp was not concerned about high impedance and patient was getting good relief. Issue not resolved at this time. No further actions taken. No further complications were reported/anticipated.